Event description:
Reportedly, several episodes of noise oversensing leading to charge of the capacitors were observed. The noise pattern was similar to electromagnetic interferences (emi). The patient did not mention being near a source of interferences that could have caused this behavior.